Event description:
It was reported the patient received the following results within 15 minutes: 254 mg/dl (user´s meter) and 124 mg/dl (lab result).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - d2b - procode and g1 - mfg site.